Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. The 90% stenosed, 13mmx3.0m target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.00x16mm promus element¿ drug-eluting stent was selected to treat the lesion. However, while the device was attempted to be inserted in the y-valve, the stent got dislodged from the balloon outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element mr, ous, 3.0 x 16mm stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was not subjected to positive pressure. The balloon wings were opened slightly out from their folded positions but this maybe as a result of no crimped stent on the balloon and over time the folds relaxed. Crimp markings were evident on the balloon wall. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple slight kinks along the hypotube shaft and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. The 90% stenosed, 13mmx3.0m target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.00x16mm promus element ¿ drug-eluting stent was selected to treat the lesion. However, while the device was attempted to be inserted in the y-valve, the stent got dislodged from the balloon outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.